Manufacturer narrative:
On 1/17/2020, the product investigation was completed. Device investigation summary: a video was provided by the customer and a leak is observed in the injection dome. The product was returned for analysis and no apparent damage was observed during visual inspection. Leak test was performed, and two leak sites were detected in the injection dome. Multiple injection points were observed within the injection area. Under a microscope the dome appeared to be damaged in the form of two punctures. The punctures appeared to have expanded, suggesting that same location was injected more than once with the 21-gauge standard needle. The damage to the puncture points was likely the cause of the leakage. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: defective valve, deflation and seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent breast reconstruction revision with 550cc saline mentor cpx 4 breast tissue expanders with suture tabs and experienced deflation, defective valve and seroma on the right side post-operational. As a result, the patient underwent device removal on (B)(6) 2019.